Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector handle broke, separating it from the shaft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector handle broke, separating it from the shaft. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the tool handle, as well as blood and charred tissue was observed on the electrodes. The shaft was observed to be disconnected from the tool handle at the base, exposing the wires of the shaft. The wires were observed to be intact. No other visual defects were observed. A photograph was provided from the account. A photographic inspection was conducted. The device was observed to be in the protective plastic. There was blood observed on the vv7 handle. No other visual defects were observed. Based on the return condition of the device, the reported failure "break" was confirmed. The DHR was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.